Event description:
A customer reported that their pump was not displaying accurate insulin information and often failed to read the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer declined further support follow-up and was in the process of obtaining a new device since the current one was out of warranty.